Event description:
The following info concerning, the event was documented by carefusion tech support specialist in response to a phone conversation with user facility rep(s). "Obf failed cal check (no loss of pressure alarm)."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with user facility rep. (B)(4). Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty device for eval. As of (B)(4) 2012, the alleged faulty device has not been received. Once the alleged faulty device is received and the eval is complete, carefusion will submit a follow-up medwatch report.